Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The device was prepped as per the IFU. The clip delivery system (cds) was advanced and the grippers were raised. The clip was unlocked, the clip was opened and then relocked. It was observed on echo that the grippers were still lowered. After opening and closing of the clip was performed a few more times, the grippers remained down. The clip was closed and removed from the patient without issue. Upon removal of the cds from the patient it was observed that the gripper line was broken. A new cds was used to successfully complete the procedure, reducing to grade 1-2. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper line break and gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.